Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss and migration. The tips of the cylinders descended into the mid shaft of the penis from the glans of the penis. A new inflatable penile prosthesis was implanted. No patient complications were reported.